Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized with an infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 17/jan/2024 presented with staphylococcus aureus in the culture and a wbc count of 1143/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient experienced constipation that was unrelated to the use of any fresenius product(s) or device(s) prior to this hospitalization, which may have been the causative factor; however, this could not be confirmed as the involved microorganism was not enteric in nature. The patient was prescribed intraperitoneal vancomycin at 1750 mg every 5 days for two weeks to address the infection. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6)2024. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge as he remains asymptomatic. A follow-up wbc count was taken in the outpatient clinic post-discharge that resulted in 120/mm3 in response to antibiotic therapy.